Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Correction: the device is available for analysis not as previously reported. The device analysis report has been completed. (B)(4).

Manufacturer narrative:
Per the clinic, the device is not available for analysis.corrections:(B)(4).this report is filed july 8, 2013. Device not available for analysis.

Manufacturer narrative:
(B)(4).